Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a patient experienced an adverse event undergoing a shoulder arthroplasty procedure. No additional information provided. Additional information requested. Additional information provided on 11/09/2021: the date of the primary procedure was on (B)(6) 2016 for a shoulder arthroplasty. This procedure took place at (B)(6). Complication reported (B)(6) 2020. A revision procedure took place (B)(6) 2020. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a patient experienced an adverse event undergoing a shoulder arthroplasty procedure. No additional information provided. Additional information requested. Additional information provided on 11/09/2021: the date of the primary procedure was on (B)(6) 2016 for a shoulder arthroplasty. This procedure took place at (B)(6). Complication reported (B)(6) 2020. A revision procedure took place (B)(6) 2020. Additional information requested.